Event description:
Additional information received from the healthcare provider indicated the patient had a long standing of infections. The cause of the infections was unknown and were not related to an issue with the therapy or device. Diagnostics included a blood test and cultures. Actions and interventions included long term antibiotics.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted as non-malignant pain and osteoporosis. It was reported that the patient has had intermittent infections since initial implant. It was noted that the patient was a (B)(6) carrier. Upon implant of the pump, the patient was pre-treated with vancomycin and appeared to be doing well. The incisions were clean, dry, and intact. The patient seemed to be doing very well and her comfort level was much better. She was off the duragesic patch and was on percocet. The hcp was to increase her dilaudid by 20% on (B)(6) 2008. The hcp noted they would have to wean her off the percocet. The hcp would continue to monitor the pump site and see her for follow-up a week later. The patient's new infusion would be dilaudid 0.72 mg/day with bupivacaine 8.9 mg/day. A pump revision(s) due to infection was noted in the patient's surgical history from 2008-2009. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.